Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm) that occurred twice. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the error and complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked keypad overlay. The pump passed the displacement and self tests. No unexpected restarts or pump error 23s were noted during testing. Thump software was utilized and uploaded trace/history files for the most part successfully but with some parsing errors in the pump history file. The pump history file confirms pump error 23 occurred @ 07/01/25 13:12:21. The pump history file does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) near this date/time. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump errors 23s was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.